Event description:
Note: this report pertains to one of two devices used in the same patient. Refer to manufacturer report # 3005099803-2022-05131 for the associated device information. It was reported to boston scientific corporation that a lynx system was used during a lynx sling implant procedure performed on (B)(6), 2019. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2019, procedure date, as no event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).